Event description:
Apparent noise on the ventricular pace/sense channel lead to several inappropriate shocks delivered by the ICD. The physician suspected a lead fracture or insulation break. He planned to place a new ventricular pace/sense lead, cap the existing pace/sense portion of the kentrox, and continue use of the kentrox high voltage shock coils.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.